Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: plasmablade¿ tna - detached wire -the device wire had excess gunking, water and a suction machine were used to clean the tip and noticed that half of the wire was missing. It could not be determined if the wire was broken before or after cleaning. The wire half was unable to be found. Investigation plan: visual inspection functional inspection (if applicable) lhr review complaint device details: device name: plasmablade¿ tna. Product number: ps300-002. Lot number: 0211778437 - new design. Expiration date: 17-aug-2019. Quantity returned: 1 testing performed: device packaging inspection: one returned plasmablade¿ tna adenoid tip attachment was received inside a fedex mailer envelope within a biohazard bag inside a plastic cup with no packaging to fill the negative space. The tyvek® lid was returned; the device information was confirmed against the information listed within gch from the tyvek® lid. There was no paperwork provided. Device visual inspection: the tna adenoid tip electrode wire, plastic housing, and suction opening contain tissue and coagulum buildup, which visually relates to the reported complaint description, image # 1 thru image # 6. The device handle was not returned for complaint investigation. There is eschar buildup on the electrode wire, with melting and excessive scratching of the plastic housing which suggests the tip was cleaned with an abrasive material; the electrode wire exhibits deformation and is fractured and a portion of the electrode wire is detached and missing from the plastic housing. All electrosurgical devices exhibit wear during use and wear is acceptable if it does not affect the safety of the device. The efficacy of the device is not affected by the damage exhibited on the device. The adenoid tip was cleaned and the ¿test method procedure for adenoid tip¿ was utilized to determine if the wear of the wire electrode plastic housing is acceptable, image # 3 thru image # 6. Acceptable damage: adenoid tip: <(><<)>(><(><<)><(><<)>)>33% of ¿wire square¿ is exposed. The melt-back is not wispy or stringy in appearance. Unacceptable damage: adenoid tip. The wire is no longer intact as a portion of the wire is completely detached and missing from the plastic housing. The wire has minimal support from housing and deformation in the ventral to dorsal direction during application. Insufficient cleaning, technique, and use contribute to the tissue and coagulum buildup on the electrode wire and plastic housing which can diminish device performance, compromise the plastic housing, the electrode wire and can contribute to the clogging of the suction opening. See the reference picture of an adenoid tip - new design for comparison, image # 7 and image # 8. Functional inspection: the functional portion of this complaint investigation was not performed therefore no test equipment was utilized during the complaint investigation. Lhr review: a review of the lhr for lot # 0211778437 revealed there were no problems during manufacturing that can be associated with the reported complaint description. Investigation conclusion: complaint confirmed: the adenoid tip electrode wire is fractured and a portion is completely detached from the plastic housing which fails to meet the acceptable damage requirements. The wire has minimal support from housing and deformation in the ventral to dorsal direction during application. This complaint will be tracked and trended within gch. Note: the returned adenoid tip is from the new design reference documents: 42-10-1020 rev. H - work instructions for complaint investigations - disposable devices 31-10-1370 rev. J - product specification and quality plan - tna product family 70-10-1447 rev. C - peak plasmablade¿ tna - IFU 61-10-0017 rev. H - device button tactile test procedure 61-90-0700 rev. D - test method procedure for adenoid tip test equipment: the functional portion of this complaint investigation was not performed therefore no test equipment was utilized during the complaint investigation. Patient information incomplete and missing patient information unable to be obtained despite a good faith effort made to obtain the information from the customer.

Event description:
During an ent case, the plasmablade wire tip broke and detached. The wire tip could not be found and it is unknown if it fell into the patient. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.